Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation found the distal end cover detached. The detached portion of the distal end was not returned to olympus. The bending section rubber at the distal end was also found torn and leaking. The scope failed both insulation and leak tests. The scope was serviced and returned to the user facility. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to obtain additional information on the reported event; however, no additional information was obtained. Based on the investigation findings, the most probable cause could be attributed to the operator¿s technique when inserting the scope inside the endotracheal tube. The instruction manual states, ¿when using an endotracheal tube with the endoscope, select the tube that gives a sufficient gap between the insertion section of the endoscope and itself. A narrow gap may make it difficult for a patient to breathe and/or damage the endoscope. Before inserting the endoscope with an endotracheal tube into the patient, confirm that the insertion section of the endoscope can be inserted into the endotracheal tube smoothly by running it back and forth over the entire length of the insertion section and that the tube does not damage the endoscope. Any protrusions may damage the bending section cover or strip the external surface of the insertion section. When using lubrication, make above confirmation before applying lubrication.¿

Event description:
Olympus was informed that during an unspecified procedure, the tip of the scope became stuck inside the endotracheal tube. The type of procedure is unknown. No patient injury reported.